Event description:
My metal on metal hip resurfacing implant requires revision, but also caused osteolysis, bone erosion, high metal levels in blood, and an autoimmune disorder. It is likely also the cause of a blood pressure issue, and a hearing loss issue. Medical history since hip resurfacing-autoimmune issue = (B)(6) 2007; blood pressure - (B)(6) 2010 and (B)(6) 2010 - sudden onset of very high blood pressure (200/100) leading to hospitalization; hearing loss - (B)(6) 2011; squamous cell carcinoma - (B)(6) 2012. Hip history since resurfacing - (B)(6) 2008 - sudden onset of intense pain following an exercise session, lasting a few days; (B)(6) 2012 - noticeable pain in hip accompanying certain positions; (B)(6) 2012 - (B)(6) 2013 - steady increase in subjective symptoms with reduced range of motion and some pain; (B)(6) 2013 - progression of symptoms and now, x-ray reveals significant bone loss around the outer side of the cup implant, bone erosion of upper femur, and the stem of the implant is not longer at the original angle. The MRI reveals a pseudotumor near the implant. Autoimmune disorder, blood pressure, hearing loss, and required revision surgery to replace the metal on metal implants.